Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to unlock the pump using the touchscreen. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the reported event was confirmed. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.